Event description:
The patient reportedly experienced decreased performance and rising impedances. Programming adjustments were made, however, the issue was not resolved. Revision surgery is scheduled.